Event description:
Reporter indicated that pt underwent vns therapy system explant surgery due to infection. Both the lead (including electrodes) and generator was explanted. The infection was treated with keflex prior to explant, but the site continued to look red and eventually some white pus pockets appeared. The infection was present at both the pulse generator pocket and bipolar lead/cervical areas. The pt had not undergone any surgical or dental procedures or invasive monitoring either three months pre or post vns implant and is not implanted with any other devices. Both preoperative and intraoperative antibiotics were prescribed at the time of initial implant; however, postoperative antibiotics were not utilized. The ncp system tunneling tool was used as a single-use-only device during the initial implant surgery. Review of manufacturing records for both the pulse generator and the bioplar lead confirmed sterilization of devices. The infection was reportedly resolved. The pt reported that pre-existing problems with their gait were worse following vns explant surgery and that they suspected and the explanting physician may have damaged a nerve during the explanted procedure.